Event description:
Event description boston scientific received information that both this atrial and ventricular lead were abandoned surgicallly due to fractures and insulation issues. The device was explanted and replaced due to the advisory on the timing component for this product. A new device and leads were successfully implanted.